Event description:
Caller reported that insulin delivery stopped during the night. There was no reported impact to the customer's blood glucose level. The caller was unable to troubleshoot the issue, therefore no additional information was obtained.